Event description:
Pt chronically mis-wore and cared for contact lenses (brand unk, but were purchased from (B)(6)). As a result, pt developed a severe central corneal ulcer that was treated, but resulted in a corneal scar and ended up with reduced best corrected visual acuity due to this scar. Purchased at (B)(6).